Manufacturer narrative:
A (B)(6) old female from the (B)(6) study experienced restenosis approximately five months post implantation of a cypher stent. The patient has a medical history of hypertension and current smoking. The indication for the index procedure was acute coronary syndrome and stemi. Pci was conducted with deployment of two cypher stents in the proximal rca. A (B)(4) was placed first, and then a (B)(4) was placed proximal to the first stent, slightly overlapping it. Post procedural residual stenosis was 0% with timi iii flow. Approximately five months later, the patient contacted the local ems after experiencing sub-sternal chest pain. The patient was transferred for further evaluation and a cardiac catheterization. Further history revealed that the patient had run out of plavix two weeks prior to this event due to cost. A percutaneous coronary intervention performed resulted in a xience stent being deployed in the proximal rca to treat an in-stent restenosis in the middle of the 33mm cypher; another xience stent was also deployed to treat a known, previously untreated lesion in the circumflex artery. The nstemi event resolved and the patient was discharged home the following day. The reporter indicated that there was no restenosis of the 3.5x8mm cypher stent nor there was thrombus observed. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient factors that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
On (B)(6) 2010, due to acute coronary syndrome and stemi, a (B)(6) female patient enrolled in the (B)(4) study underwent the index procedure with deployment of two cypher stents in the proximal rca. Post procedural residual stenosis was 0% with timi iii flow. A cws33350 was placed first, and then a cws08350 was placed proximal to the first stent, slightly overlapping it. On (B)(6) 2010, the patient was admitted to the hospital and diagnosed with a non st elevation myocardial infarction (nstemi). The patient contacted the local ems on (B)(6) 2010 at 08:30 hours after experiencing sub-sternal chest pain that began at midnight while resting. The patient was transferred for further evaluation and a cardiac catheterization. Further history revealed that the patient had run out of plavix two weeks prior to this event due to cost. A percutaneous coronary intervention performed (B)(6) 2010 resulted in a xience stent being deployed in the proximal rca to treat an in-stent restenosis in the middle of the 33mm cypher; another xience stent was also deployed to treat a known, previously untreated lesion in the circumflex artery. The nstemi event resolved on (B)(6) 2010, and the patient was discharged home the following day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.